Event description:
Event description guidant received information that at routine follow-up on this implantable cardioverter defibrillator (ICD) all rate/sense lead parameters were normal. It was noted that one event dating back five months ago showed an 8 second pause in pacing in this pacemaker dependent patient. There was no oversensing noted with attempts to recreate noise with pocket manipulation, isometrics or valsalva manuever. The patient reported no symptoms at the time of the event.